Manufacturer narrative:
The suspect device was returned for evaluation. The returned device was given functional testing; during testing the device was found to power up and function as intended. The warmer was given functional testing at all three temperature settings and the temperature output did not exceed acceptable temperature output during testing. The returned device was also tested for functionality of the over temperature alarm. The warmer's over temperature alarms were found to function as specified; the device would shut down once specified temperature limit had been reached at all three temperature settings. The reported issue could not be confirmed to have been device-caused. The returned device was found to operate as specified.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that a (B)(6) old patient, undergoing a hypospadias repair procedure, had the listed warming device and a warming blanket in use from 7:40 am to 9:15 am; the warming device was set at 36 degrees. After the procedure, the drapes were removed from the patient, and redness was visible on patient's bilateral arms, and shoulder. According to the reporter, the warming device did not alarm, and there were no obvious obstructions in the warming blanket. Cold compresses were placed on the patient throughout the evening and the following morning. The reporter explained that the redness had subsided, and that no adverse health effects were endured from event. The reporter explained that the warming device and blanket are being retained by their engineering department.